Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the surgeon used multiple different nav locks and determined this seemed to be an issue with only the large frame (blue <(>&<)> black) nav locks. The cause of inaccuracy is still not know, but the problem was variable. It did not happen with every case. Nothing was returned. The same nav locks were currently being used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a guidance device being used in a spinal procedure. It was reported that while placing the tab down the arm guide, the hcp determined the system was not accurate due to the stealth not lining up with the planned trajectory. As the hcp rotated the nav lock the screw would move out of the planned trajectory and the hcp determined the screw was not accurate. The doctor did not tap any screws. No trajectories performed by the robot and case aborted. It was noted there was no patient harm. There were no additional complications reported or anticipated as a result of the event.